Event description:
It was reported that the right ventricular (rv) lead had high threshold that had been getting worse over time, and there was also low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. (B)(4).